Event description:
The customer had reported that the device could not be closed and there was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that both of the gray jaw wires were bare, and the insulation was missing from both wires. The missing pieces of insulation were not returned. The customer was notified of the missing insulation due to the possibility that the missing insulation could have fallen into the patient cavity.

Manufacturer narrative:
(B)(4). Date of initial report: 07/23/2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.